Event description:
It was reported that a flo-gard IV solution administration set would not allow solution to flow through its tubing. This occurred during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified that the tube was excessively inserted into the upper y. An air passage test was performed and identified a blockage at the y junction, confirming the reported condition. The tube was pulled out from the y and the inserted part of the tube was found to be blocked with solvent. The cause was determined to be that the automation machine excessively inserted the tube into the upper y. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.